Manufacturer narrative:
Qn# (B)(4). The serial number (B)(6) recorded on the complaint report matches the serial number on the returned sample. The reported lot number (18f22h0009) matches the lot number for the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 8.0fr fos intraaortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within a red biohazard bag inside the original packaging carton. Upon return, the distal end of the teflon sheath was noted at approximately 19cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was noted wrapped (or considered twisted) near the distal tip. A bend to the iabc was noted at approximately 5.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. A dried orange media was noted on the exterior surfaces of the iabc. No blood was noted within the helium pathway. Upon return, the yellow fos cabling was noted cut near the iabc bifurcate. The fos connector, cal key, and remaining length of the fos cable were not returned with the sample. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document q-96. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some dried blood was noted. Upon receipt, the teflon sheath was noted on a section of the bladder membrane, however there is no evidence that the user attempted to remove the iabc and bladder through the sheath. The one-way valve was connected to the short driveline tubing and vacuum was pulled on the iabc. While maintaining the vacuum, the sheath was moved from the bladder and towards the bifurcate without difficulty. No obvious damaged was noted. The iabc was leak tested using the lt-l-015 in accordance with testing methods from manufacturing procedure 21-7214 rev. 15. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. The fos connection was unable to be tested due to the cut fos cabling. Upon checking the remaining length of the fos fiber, no other notable breaks were found. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.3cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "distal portion of iab did not unwrap" is confirmed. During the investigation, the distal portion and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that after the iab was inserted, it was observed under fluoroscopy that the distal portion of the iab did not unwrap. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after the iab was inserted, it was observed under fluoroscopy that the distal portion of the iab did not unwrap. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".